Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of organs'), device breakage ('fracturing of the implant'), device dislocation ('right essure appears to be malpositioned'), device expulsion ('migration of implant/ device expelled/ left side spring was dislodged and came out vaginally'), abortion spontaneous ('miscarriage') and pregnancy with contraceptive device ('pregnant with essure micro-insert') in an adult female patient who had essure (batch no. 127520-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included miscarriage (1) in (B)(6)2014, uterine dilation and curettage, grand multiparity (p4,), multigravida, c-section, adenomyosis, dysmenorrhea, gallstones, hemorrhagic cyst, endometrioma, abdominal pain lower, bacterial vaginosis, follicular cyst of ovary, vaginitis, hemorrhagic cyst, uterine fibroid and live birth (B)(6)1993, (B)(6)2002, (B)(6)2013, (B)(6)2010). Concurrent conditions included vaginal bleeding, chest pain, menorrhagia, abdominal pain, ovarian cyst, nausea and vomiting. Concomitant products included diazepam (valium), etonogestrel (nexplanon), hydrocodone bitartrate;paracetamol (vicodin), tinidazole, tramadol hydrochloride (ultram) and venlafaxine hydrochloride (effexor). In (B)(6)2014, the patient experienced female sexual dysfunction ("apareunia"). On (B)(6)2014, the patient had essure inserted. In (B)(6)2014, the patient experienced device breakage (seriousness criterion medically significant), device expulsion (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant) and pelvic pain ("pelvic pain female") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (she had surgery to remove the essure implant and to remove essure coils). Essure was removed on (B)(6)2015. At the time of the report, the perforation, device dislocation, abortion spontaneous, pregnancy with contraceptive device and pelvic pain outcome was unknown and the device breakage, device expulsion, female sexual dysfunction, dysmenorrhoea, abdominal pain and back pain had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, back pain, device breakage, device dislocation, device expulsion, dysmenorrhoea, female sexual dysfunction, pelvic pain, perforation and pregnancy with contraceptive device to be related to essure. The reporter commented: insertion details: there was about 4 to 5 coils on the left side and there was more like 8 to 10 coils on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6)2014: results: total bilateral occlusion, migration of essure device. Ultrasound abdomen - on (B)(6)2015: us pelvis impression: 1. Globular shape to the uterus. 2. There is 2.0 x 1.7 cm hypoechoic lesion in the left adnexa which may be due to hemorrhagic cyst or endometrioma.. Ultrasound pelvis - on (B)(6)2015: 1. Globular shape to the uterus. 2. There is 2.0 x 1.7 cm hypoechoic lesion in the left adnexa which may be due to a hemorrhagic cyst or endometrioma. 3. No other significant finding. Please refer to above description. Ultrasound scan vagina - on (B)(6)2014: anechoic structure within the endometrium. This may represent retained products of conception vs. New early intrauterine pregnancy.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: pelvic pain. The lot number reported (127520) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2019: update of information (batch is not valid). Incident: no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of organs'), device breakage ('fracturing of the implant'), device expulsion ('migration of implant/ device expelled/ left side spring was dislodged and came out vaginally'), abortion spontaneous ('miscarriage') and pregnancy with contraceptive device ('pregnant with essure micro-insert') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included miscarriage in (B)(6) 2014, uterine dilation and curettage and grand multiparity. Concurrent conditions included vaginal bleeding, chest pain, menorrhagia, abdominal pain, ovarian cyst, nausea and vomiting. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), device expulsion (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant) and pelvic pain ("pelvic pain female") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, device breakage, device expulsion, abortion spontaneous, pregnancy with contraceptive device and pelvic pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device breakage, device expulsion, pelvic pain, perforation and pregnancy with contraceptive device to be related to essure. The reporter commented: insertion details: there was about 4 to 5 coils on the left side and there was more like 8 to 10 coils on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2015: 1. Globular shape to the uterus. 2. There is 2.0 x 1.7 cm hypoechoic lesion in the left adnexa which may be due to a hemorrhagic cyst or endometrioma. 3. No other significant finding. Please refer to above description. Ultrasound scan vagina - on (B)(6) 2014: anechoic structure within the endometrium. This may represent retained products of conception vs. New early intrauterine pregnancy.. Most recent follow-up information incorporated above includes: on (B)(6) 2019: medical record received. Event device dislocation was updated to device expulsion. Reporters information, lab data and medical history was added. Insertion date updated. Pregnancy outcome updated. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of organs'), device breakage ('fracturing of the implant'), device dislocation ('right essure appears to be malpositioned'), device expulsion ('migration of implant/ device expelled/ left side spring was dislodged and came out vaginally'), abortion spontaneous ('miscarriage') and pregnancy with contraceptive device ('pregnant with essure micro-insert') in an adult female patient who had essure (batch no. 127520) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included miscarriage (1) in (B)(6) 2014, uterine dilation and curettage, grand multiparity (p4,), multigravida, c-section, adenomyosis, dysmenorrhea, gallstones, hemorrhagic cyst, endometrioma, abdominal pain lower, bacterial vaginosis, follicular cyst of ovary, vaginitis, hemorrhagic cyst, uterine fibroid and live birth ((B)(6) 1993, (B)(6) 2002, (B)(6) 2013, (B)(6) 2010). Concurrent conditions included vaginal bleeding, chest pain, menorrhagia, abdominal pain, ovarian cyst, nausea and vomiting. Concomitant products included diazepam (valium), etonogestrel (nexplanon), hydrocodone bitartrate;paracetamol (vicodin), tinidazole, tramadol hydrochloride (ultram) and venlafaxine hydrochloride (effexor). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced device breakage (seriousness criterion medically significant), device expulsion (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant) and pelvic pain ("pelvic pain female") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (she had surgery to remove the essure implant and to remove essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, device dislocation, abortion spontaneous, pregnancy with contraceptive device and pelvic pain outcome was unknown and the device breakage, device expulsion, female sexual dysfunction, dysmenorrhoea, abdominal pain and back pain had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, back pain, device breakage, device dislocation, device expulsion, dysmenorrhoea, female sexual dysfunction, pelvic pain, perforation and pregnancy with contraceptive device to be related to essure. The reporter commented: insertion details: there was about 4 to 5 coils on the left side and there was more like 8 to 10 coils on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis: on (B)(6) 2014: results: total bilateral occlusion, migration of essure device. Ultrasound abdomen: on (B)(6) 2015: us pelvis impression: globular shape to the uterus. There is 2.0 x 1.7 cm hypoechoic lesion in the left adnexa which may be due to hemorrhagic cyst or endometrioma. Ultrasound pelvis: on (B)(6) 2015: globular shape to the uterus. There is 2.0 x 1.7 cm hypoechoic lesion in the left adnexa which may be due to a hemorrhagic cyst or endometrioma. No other significant finding. Please refer to above description. Ultrasound scan vagina: on (B)(6) 2014: anechoic structure within the endometrium. This may represent retained products of conception vs. New early intrauterine pregnancy. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2019: plaintiff fact sheet received: lot no. Was added. New events: apareunia, dysmenorrhea, abdominal pain, lower back pain were added. Event added from mr: right essure appears to be malpositioned was added. Reporter's information, medical history, lab data were added. Outcome of event device breakage, device expulsion were updated as not recovered/not resolved and outcome of event: apareunia, dysmenorrhea, abdominal pain, back pain were added as not recovered/not resolved. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device dislocation ("migration of implant"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("pregnant with essure micro-insert") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2005, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device breakage ("fracturing of the implant"), device dislocation (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant) and pelvic pain ("pelvic pain female"). Last menstrual period and estimated date of delivery were not provided. The patient underwent a surgery to remove essure coils on (B)(6) 2015. At the time of the report, the perforation, device breakage, device dislocation, abortion spontaneous, pregnancy with contraceptive device and pelvic pain outcome was unknown. The pregnancy outcome was not reported. The reporter considered abortion spontaneous, device breakage, device dislocation, pelvic pain, perforation and pregnancy with contraceptive device to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.